Event description:
Add'l info provided by the reporting surgeon indicates the lens was exchanged in 2002. A retinal detachment was diagnosed in 2002 and repair of the retina was performed in 2002. The association between the detached retina and the iol is not known.

Event description:
A surgeon reports that the intraocular lens was implanted (sutured in the ciliary sulcus) in 2000. The lens was noted to be dislocated in 2002. The surgeon feels the size and erosion of the suture are possible contributing factors in the lens dislocation. The surgeon plans to remove and replace the lens (date has not been provided). Additional info has been requested.the labeling for this lens does not include the use of suture in the directions for use.